Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 100 units of insulin. The customer's blood glucose level was 403 mg/dl to address the bg level, the customer delivered a correction bolus. Reportedly, the customer loaded a new cartridge successfully.